Event description:
(B)(4).

Manufacturer narrative:
Document review performed on 02/17/2015: code 01.12.21sn / lot 082936: (B)(4) items produced and released on 11/12/2008. All parameters were found to be in accordance with specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On 02/17/2015, the medical affairs director analyzed the x-rays received with the following comment: radiolucencies are present in both hips, more evident on the right side, where the stem achieved no integration. As reported, the stem is undersized. However, there are not enough elements to state that this is the root cause. Also the stem on the left side is rather small, but it did achieve a certain degree of integration and we have no reason to think that revision is pending for the left side. I am a little concerned about scintigraphy being positive and was wondering if the possibility of an infection has been duly verified.